Event description:
This lead was re-positioned due to dislodgement. The lead remains actively implanted. When aicd was checked in am after placement, alert for low rv sensing noted and lead was surgically re-positioned. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.